Event description:
Two days prior to the report the patient felt an ¿overwhelming electrical quivering feeling internally¿ and trouble breathing. The patient had a doctor appointment today and felt the same sensation at the doctor appointment. The patient¿s doctor directed her to go to the ER to be checked. The patient wants a company representative to check her implantable neurostimulator (ins). Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97792, lot# n509213, implanted: (B)(6) 2015, product type: accessory. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).